Event description:
Customer rec'd a freestyle reading of 126 at 5:45 pm, then at 7:08 pm pt rec'd a "hi" reading. At 7:14 the customer rec'd a 123 reading and at 7:37 pm pt rec'd a 357 reading. Customer's family member noticed that the customer was becoming incoherent and was unable to respond. Family member took pt to the emergency room. The hospital rec'd a glucose reading of 49 mg/dl and treated customer for hypoglycemia. Customer was treated with apple juice and honey grahams. All testing was conducted on the fingertips.